Event description:
The customer reported the generation of erroneous low sodium (na) patient results with low anion gap (agap) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.

Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer in evaluating the dxc 700 au chemistry analyzer. Cts suggested that the customer replace the buffer syringe and sample syringe. The customer replaced the buffer syringe and sample syringe; however, the agap issue persisted. Beckman coulter field service engineer (fse) went onsite and observed air in the reference line before the valve. The fse replaced the solenoid valve and tubing connector which resolved the issue. The beckman coulter internal identifier is (B)(4).